Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the tibia cut, the mics fell apart. Upon inspection, the inner screws had come loose and one had sheared off. Noticed the front end of the mics falling off as the surgeon moved the arm in to cut. Mps used another mics. Tka case. Additional information: surgical delay of 30 minutes; plus additional delays for each case after waiting on mics to be turned over. During the failure the patient was under anesthesia. The other cases that followed and were delayed, the patients were not in the room.

Event description:
During the tibia cut, the mics fell apart. Upon inspection, the inner screws had come loose and one had sheared off. Noticed the front end of the mics falling off as the surgeon moved the arm in to cut. Mps used another mics. Tka case. Additional information: surgical delay of 30 minutes; plus additional delays for each case after waiting on mics to be turned over. During the failure the patient was under anesthesia. The other cases that followed and were delayed, the patients were not in the room.

Manufacturer narrative:
It was reported that during the tibia cut, the mics fell apart. Upon inspection, the inner screws had come loose and one had sheared off. Noticed the front end of the mics falling off as the surgeon moved the arm in to cut. Mps used another mics. Tka case. Additional information: surgical delay of 30 minutes; plus additional delays for each case after waiting on mics to be turned over. During the failure the patient was under anesthesia. The other cases that followed and were delayed, the patients were not in the room. Visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis was not completed because functional inspection clearly showed failure. The handpiece motor and electronics function as intended. Device history records indicate 25 devices were manufactured under lot k08oc and 23 including 4200890 were accepted into final stock on 3/9/2017. A review of qt17-03-0036 revealed that the issue is not related to the failure alleged in this compliant. A review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k080c shows no additional complaint(s) related to the failure in this investigation. : the failure mode was confirmed.the screws hold the front end in place. If the screws back out then the front will come off. " no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.